Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after implant their therapy helped their symptoms then they noticed probably monday the (B)(6) it stopped helping and they wanted to try and make an increase so it would start helping again. Patient said they increased 3 times this week but that did not resolve it. Worked with patient to check their settings using their control equipment. Patient reported they were on program 1 at 0.9. Patient said before they started increasing they were at 0.5. During the call patient increased to 1.0. Reviewed some basic education information and redirected patient to report the issue to their healthcare professional (hcp). Patient will monitor their symptom results and continue working with their hcp and program settings if needed. On (B)(6) 2021 patient called back to report that they were still experiencing symptoms. Patient reported they changed to program 2 at 0.8ma day before yesterday, and changed to program 3 at 0.7ma yesterday. Reviewed waiting at least 4 days in between making therapy changes. Patient denies feeling stimulation. Patient increased therapy on program 3 at 1.0ma and will leave for at least 4 days before making any more therapy changes. Patient confirmed feeling stimulation in bicycle seat area and that they can already feel stimulation "dissipating". Reviewed normal to adapt to stimulation and assess if getting 50% or greater symptom relief. Patient asked if doing something wrong with final step of making changes and that is why they were not feeling constant stimulation. Reviewed how to turn off external devices. On (B)(6) 2021 additional information was received with patient reporting that they "peed and pooped" in their pants at (B)(6). Reviewed 50% reduction and option to increase stim or change programs. Patient inquired about what the device does. It was further reviewed device function. Patient said all of a sudden their symptoms returned. Patient has changed programs. Reviewed having device checked if symptoms don't improve. Patient said they haven't had any falls, trauma or change in activity.